Event description:
A consumer reported that she has been using eye drops since having cataract surgery with an intraocular lens implant (iol). She was told by her postoperative care doctor that she had some inflammation. She is using a non-steroidal anti-inflammatory drop and a steroid drop four times a day. Her eyes are intermittently painful and irritated. Her implants were put in by a surgeon in (B)(6), but her follow up care has been in (B)(6), where she lives. The consumer reported that her vision is good with her new glasses, but she wants to stop using eye drops. She is scheduled to follow up with her postoperative care doctor in the next few weeks. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).